Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient has been unable to receive adequate pain relief (event date is unknown). An impedance check revealed invalid impedance on several contacts. Reprogramming to provide resolution was unsuccessful. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: complaint was confirmed for invalid impedance. It was due to all wires broken on one of two stimulation lead body segments. The broken wires caused invalid/high impedance on the leads.